Manufacturer narrative:
(B)(4). A sample was not requested as this event involved use error and there was no allegation of a product malfunction. This event was confirmed. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. The root cause of the reported event was use error. A review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
This is a report of a patient that had a break in aseptic technique during peritoneal dialysis (pd) and subsequently experienced peritonitis. The patient had a break in aseptic technique, described as the patient experienced a transfer set disconnection but continued with pd therapy. One week later, the patient experienced bacterial peritonitis manifested by abdominal pain and cloudy effluent. The patient was treated with ceftazidime, 1g/day, and cefazolin, 2g/day, intraperitoneal ly (ip). The patient will not be re-trained on proper aseptic technique due to the hospital considering the patient's exclusion from the pd program. The patient was recovering from this peritonitis event. No additional information is available at this time.